Event description:
The manufacturer received information alleging a ventilator did not pass preventative maintenance due to a system leak verification pressure drop over 10sec. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator did not pass preventative maintenance due to a system leak verification pressure drop over 10sec. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the unit's machine flow sensor, in line filter connected to the system pca, prox in line filter connected to pilot tubing, prox in line filter connect to the atm tubing, and blower inlet filter are dirty and need to be replaced. The machine flow sensor, trilogy evo in line filter, prox, in line filter, air inlet foam filter have been replaced to resolve the issue. Additionally, the intermittent speaker has been replaced as well as the blower cap, and chassis plate with o ring leakage. The unit passed all testing after replacements.